Manufacturer narrative:
The device was discarded by the facility; therefore, an analysis of the actual complaint device is not possible. The material inspection report for this guide wire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Event description:
It was reported that during a peripheral orbital atherectomy procedure, the tip of a csi viperwire guide wire broke off and was left in the patient. The target lesion was located in the peroneal artery. The physician advanced the csi guide wire into the patient and loaded a csi orbital atherectomy device (oad) onto it. The tip of the wire was observed to be prolapsed, but the physician continued with treatment using the oad. The oad was removed and the physician followed-up with balloon angioplasty. At this point, the physician noticed that the tip of the guide wire had broken off. The physician attempted to snare the tip of the wire, but was unsuccessful. The wire tip was then ballooned against the vessel wall. The patient status remained stable throughout the procedure.